Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 04may2026, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead inr technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal was attempted to be used for closure of the 6 french femoral access site; however, after the device was pulled "guitar strong taught", the anchor did not deploy.